Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this boxed pacemaker exhibited a voltage alert. Boston scientific technical services (ts) discussed troubleshooting. Current records indicate the device remains in field stock.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device voltage tracks the temperature, and data analysis indicated the fault was due to low temperatures. Analysis confirmed the fault could be cleared and device could be used for implant.